Event description:
During the procedure, the device was used to occlude a vessel with glue. It was reported that the device broke inside the vessel. The patient died ten days post procedure and the cause was reported as ischemic stroke. The physician related the death to the device. No other information was provided by the physician.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information provided the device was not used in accordance with the labeling. The directions for use state: " use of glue or glue mixtures can cause microcatheter rupture resulting in glue migration, which may cause serious injury such as stroke, or even death, to the patient". As it was reported that the device was used with a glue during the procedure, this most likely caused the device to break as reported. Therefore, a root cause of use error has been assigned to this event.